Event description:
The monitor was returned for investigation and did not pass incoming functional testing. Us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 08:40:42 on 12(B)(6) 2023. At 21:55:08, an arrhythmia was detected. ECG shows sinus rhythm at 70 bpm with pvcs degrading to vf with motion artifact. At 21:55:43, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 15 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:56:38, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 36 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:57:26, an arrhythmia was detected. ECG shows vf. At 21:57:57, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 42 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:58:52, an arrhythmia was detected. ECG shows vf. At 21:59:22, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 36 seconds before transitioning back to vt at 290 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:00:30, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 33 seconds before transitioning to sinus bradycardia at 30 bpm. The rhythm then degrades back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:01:37, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia at 40 bpm with motion artifact. The device was shut down at 22:24:06 on (B)(6) 2023.

Manufacturer narrative:
The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to a shorted q10 transistor on the defibrillator pca. The root cause for the shorted transistor could not be positively identified. There is no indication the shorted q10 transistor caused or contributed to the patient's passing as the system was able to detect and treat vf rhythm on the date of event. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received six appropriate treatments. The device was started up at 08:40:42 on 12/23/2023. At 21:55:08, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvcs degrading to vf with motion artifact. At 21:55:43, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 15 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:56:38, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 36 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:57:26, an arrhythmia was detected. ECG shows vf. At 21:57:57, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 42 seconds before transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 21:58:52, an arrhythmia was detected. ECG shows vf. At 21:59:22, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 36 seconds before transitioning back to vt @ 290 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:00:30, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 33 seconds before transitioning to sinus bradycardia @ 30 bpm. The rhythm then degrades back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 22:01:37, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm with motion artifact. The device was shut down at 22:24:06 on 12/23/2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.